Event description:
There was an allegation of questionable results for glucose, calcium, and uric acid with an unknown number of patient samples tested on cobas 8000 c 502 module. The following examples were provided: the initial glucose result was 19 mg/dl and the repeat result was 117 mg/dl. The initial calcium result was 5.4 mg/dl and the repeat result was 9.7 mg/dl. The initial uric acid result was 0.0 mg/dl and the repeat result was 3.7 mg/dl.

Manufacturer narrative:
The reagent lot numbers and the expiration dates were requested but not provided. Reagent issues were excluded as the correct repeat results were performed with the same reagent. The field service engineer (fse) found a broken cell rinse tube and replaced the part. No further issues were reported since the service visit. The investigation determined the cause was determined to be maintenance related and the service actions resolved the issue.